Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the controller was replaced, the system functioned as intended. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument had a higher geometry error when compared to the same set up on the other equivalent navigation system. Troubleshooting information was received. In printcameradiagnostics, the terminal window showed no faults errors. When the manufacturer representative (rep) held the bert head in hand far from anyone (1.4, 1.3 interference) and kept the emitter steady. High interference on one emitter vs another was witnessed. There was no visible damage or fraying of wires. The bad emitter was fed through flex part (both flex systems). When the good emitter was on the good system, the error didn't go above 0.5. Trying the bad emitter on the bad system, when on side of the head, it hovered above 1.0 interference. Bad emitter on good system, didn't go above 0.3. Moving to new position still had low interference. Good emitter on bad system resulted in high interference 1.2 - 1.7 only on certain positions. Pins on the flex port looked good. Moving to new position (where good system was positioned before) had interference of 1.5 - 2. Bad: 007-239-1243, lot: 0012240448. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.